Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cannula was inspected prior to use. Pin gauge was not used to inspect the cannula. Arcing appeared at the base of the jaw. The arc occurred between the jaws. Arcing event occurred during cauterization of liver parenchyma. Bipolar energy was activated when the arcing event occurred. The maryland bipolar forceps instrument was connected properly. Suction irrigator and tip-up fenestrated grasper instruments were used when arcing event occurred. Instrument tips did not collide with any other instrument or tool during the procedure. When arcing event occurred, the instrument tip was in contact with the tissue. The instrument tip did not touch any staples, clips or sutures while energized. Water was coming out from suction irrigator when the bipolar energy was activated. The surgeon believed that the cause of the arcing event was due to the issue of the mbf instrument jaws. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, maryland bipolar forceps (mbf) instrument failed to deliver energy. The customer reinstalled the mbf instrument, replaced the bipolar energy cord, and restarted the generator, but the issue was not resolved. The customer continued the procedure with a backup mbf instrument. No fragment fell inside the patient. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a spark was observed during the third-party force triad generator usage with settings macro 60w. After the customer replaced force triad generator with vio dv integrated electrosurgical unit (iesu), spark no longer occurred. The instrument did not involve in any inadvertent contact with another hard object or instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument. Instrument was analyzed and inspection found damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Further investigation found charring and localized melting of both bipolar yaw pulleys in the space between the grips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.